Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Date sent to the FDA: 08/13/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device history lot a manufacturing record evaluation was performed for the finished device batch pdh747 and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle retrieved during the same procedure? What is current condition of the patient? What was the size of the needle used? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that a patient underwent an umbilical hernia repair procedure on (B)(6) 2021 and suture was used. During the procedure, after two passages to close the aponeurosis, the needle on needle-holder broke in two parts. A new like device was used to complete the procedure and there were no adverse patient consequences. Additional information has been requested.